Manufacturer narrative:
Date of birth: unknown, not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00 +14.0 diopter), the physician noticed that the lens was marked and it was necessary to remove the lens. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. A photo of the implant was provided and it was evaluated. Due to the poor resolution of the photo, it was not possible to confirm if the damage was related to the manufacturing process. Throughout the manufacturing processes there are various operations and 100% visual inspection utilizing a microscope that would have identified and discarded an intraocular lens with a cosmetic damage. A product quality deficiency could not be determined based on the photo evaluation. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed no additional complaint for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.